Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart error test and self test. No unexpected restart error alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart. The blood glucose level was 131 mg/dl. Customer stated that the insulin pump alarmed low reservoir. Customer also stated that the insulin pump had an external ram crc error. Customer stated that the insulin pump alarm did not occur shortly after inserting a new battery unexpected restart alarm was recurring during normal pump use. The product will return for the analysis.